Event description:
The customer reported that when a ventilator battery is plugged in, the device does not recognize it. Additionally, the screen locks out and alarms sound off. The customer reported that the device was not in patient use when the issue was discovered. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). The rse provided the customer with the bench repair document. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The philips field service engineer (fse) replaced the power management (pm) printed circuit board assembly (pcba). The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Manufacturer narrative:
The product investigation lab (pil) technician verified that multiple issues and error codes were generated with the attempt to power on the stb with the suspected pm pcba installed. The device blower did not power on properly, and the following error codes were generated: patient circuit occluded, blower stalled aux alarm supply failed post, 35vfailed, post backup audible failed. This was due to the lack of the 35vdc power source stemming from an issue with the pm pcba. Further investigation verified a faulty capacitor (c288) on the pm pcba. The capacitor appeared to be thermally and mechanically stressed, leading to a very low (177ohm) resistance of the 35 vdc portion of the circuit to ground. The capacitor was a dc coupled capacitor on the pm pcba, and when it functions properly, it filters for noise and ensures a steady 35vdc voltage at the output of the 35 vdc circuit. The thermally and mechanically stressed capacitor was the reason for the loss of the 35 vdc circuit and faulty operation of the pm pcba.